Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. It was noted a new quantum board was required. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the high-definition lcd monitor had a broken video connector for serial digital interface (sdi) and pin was noted to be stuck inside it. Upon inspection of the customer¿s returned device it was observed, the reported issue was confirmed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the breakage of serial digital interface connector with the pin still stuck inside occurred due to failure of the quantum board that needed to be replaces. The cause of the defective qb board could not be identified. Olympus will continue to monitor field performance for this device.